Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: based on receiving new information, additional patient code 3191 has been entered into section h6. Further information was provided by the patient that the zma00 intraocular lens (iol) has been explanted by a different doctor and that his symptoms are gone. He is doing great and is happy with the last surgical outcome. Section h6: patient code: 3191 - explant . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. Device evaluation: the product was not returned to the manufacturing site as it is remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that he had a multifocal lens inserted in his right (od) eye first (unknown manufacturer). After 2 weeks, he rubbed his eye and caused the lens to rotate. The surgeon attempted to reposition it a few times but was not successful. The surgeon then replaced the original lens with this lens (zma) on (B)(6) 2019. Patient said that two days post-op, he started to see double. It seemed that it was always at the left lower corner where the images became most blurry. He visited the surgeon about a week ago ((B)(6) 2019) and complained that his vision has not improved. The surgeon tried to adjust the lens, but it would not center. The surgeon asked that the patient to give it some time to adjust. The surgeon also indicated a monofocal anterior lens may work if the patient requires a lens exchange. No further information provided.